Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed inappropriate therapy due to incorrect interpretation of signal on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient was in stable condition.

Manufacturer narrative:
Correction: for missing g3 should have been aug 16, 2023.